Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. The charger did not pass essential performance testing. The root cause for could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.